Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6).